Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the output connector assembly was broken. The lower case and hanger assembly were broken, and the keypad was scratched. The display wires were pinched, but the wire insulation was not compromised. The encoder switch assembly, one case screw, and one knob were found to be contaminated. A customer label was covering one of the buttons. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular chamber port. The epg has been returned for service. There was no patient involvement.